Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement. Cleaning disinfection and sterilization (cds) was supplied by the customer: the device was reprocessed at pickup. However, the precleaning step of air-water channel flushing seems to be missing at times.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign substances inside the nozzle during evaluation. However, the customer returned the device without reprocessing due to a leakage in the device which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.